Manufacturer narrative:
Returned product inspected . Loose contact in the fuse bracket created resistance, which overheated the electric circuit burning up 6 connectors and melting down insulating materials. Faulty thermostat. Replace iec connector, thermostat, all wiring, fuse bracket, pilot light, and power cable. Run full functional test.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "physical inspection revealed neutral prong on cord was melted. Receptacle was melted as well and neutral prong fell off... Internal wiring has evidence of heat damage." There was no reported patient involvement / patient harm.